Manufacturer narrative:
Weight, ethnicity, race - unk. This product is manufactured in the u.s. But not marketed in the u.s. Off-label use (under 21yrs of age at date of implant). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+1.5/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault. The cause of the event is reported as unknown.